Manufacturer narrative:
The device was returned for analysis. The reported suture malposition was not confirmed as not all components were returned for testing. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy/venotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a 6f sheath. Reportedly, the device did not work as expected as it was deployed in the deep tissue tract [suture malposition]. The suture was manually removed from the patient [due to being deployed in the deep tissue tract]. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.